Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this implantable cardioverter defibrillator (ICD) provided the maximum programmed number (two) of shock therapy due to oversensing of noisy signals on the shock channel. The field representative contacted boston scientific technical services and discussed programming options for optimizing rhythm detection enhancements. This device remains in service. No adverse patient effects were reported.